Event description:
Coordinator (B)(6) reported that the event occurred due to the rupture of the premicath 1261.307 catheter in multiple points during the removal phase. The decision to proceed with removal was prompted by the inability to ensure proper therapeutic administration: the infusion pump was continuously signaling a pressure alarm, while the portion near the pink cone showed fissures with leakage of infusion fluid. Since part of the catheter remained inside the venous vessel, a surgical procedure was required to remove the fragment, which was successfully performed by a surgeon. The placement of the epicutaneo-caval catheter (ecc) had previously been carried out by an experienced operator from the neonatal intensive care unit, with proven expertise in the implantation and management of such devices. According to the report, this is the first recorded case of catheter rupture at the facility. During the initial implantation, access was obtained at the foot level, as no other venous sites were available. The catheter was advanced through the cannula needle provided in the kit, beyond the knee joint, until further progression was no longer possible. The operator used a non-toothed anatomical forceps to facilitate the advancement of the device. Antisepsis was performed using sterile gauzes soaked in 2% chlorhexidine, while the dressing was applied using grip-lok and iv3000 transparent dressing, with scheduled replacement after one week or as needed. The therapeutic plan included intermittent antibiotic administration via pump, parenteral nutrition, and continuous infusion of saline solution to maintain catheter patency. The maximum infusion rate reached was 14 ml/h. The staff hypothesize that the passage of the catheter through the knee joint, combined with the patient's limb flexion movements, may have caused abnormal pressure on the device, leading to pressure alarms and, over time, catheter rupture. The coordinator reports that they currently have 11 premicath units remaining in stock. The users reported having used 10 ml syringes.

Manufacturer narrative:
Unfortunately, no additional information was provided by the customer, despite our request. We received the catheter as faulty sample. A needle-free connector was attached to the catheter's ll-hub. The catheter tube snapped twice: between the 14-15 cm marking and between the 18-19 cm marking. Microscopic examination revealed blood residues at the tip of the catheter. The fractured areas showed a rough and jagged surface, which is typical for a fracture caused by excessive tensile forces (during removal). In general, there are various events that can lead to a snapped catheter: 1. Tensile force. Which may be caused by: dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. In babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: avoid any contact of the catheter tubing to alcohol, acetone or organic solvent-based disinfectants, or dressing sprays. This may irreversibly damage the catheter. Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. Regarding difficulties during catheter removal, the IFU states: "caution: do not over stretch the catheter as it may rupture, causing a catheter embolism." "Once the course of treatment has been completed or the catheter needs changing, the catheter must be removed carefully. Place a gauze swab lightly over the insertion site. Do not apply pressure. Maintain swab in place and withdraw the catheter slowly with sustained gentle traction." Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code 6g35961013). The value of the tensile force of the catheter tube for batch: 8193696 was min. 4.33 n and therefore within its specification (min. 1.5 n, iso 10555-1). There are ten further complaints for batch: 050224gt and five further complaints regarding a snapped catheter tube during removal on product code 1261.307 within the last three years. However, none of this further complaint is related to a manufacturing fault. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there are no hints of a manufacturing fault.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Coordinator (B)(6) reported that the event occurred due to the rupture of the premicath 1261.307 catheter in multiple points during the removal phase. The decision to proceed with removal was prompted by the inability to ensure proper therapeutic administration: the infusion pump was continuously signaling a pressure alarm, while the portion near the pink cone showed fissures with leakage of infusion fluid. Since part of the catheter remained inside the venous vessel, a surgical procedure was required to remove the fragment, which was successfully performed by a surgeon. The placement of the epicutaneo-caval catheter (ecc) had previously been carried out by an experienced operator from the neonatal intensive care unit, with proven expertise in the implantation and management of such devices. According to the report, this is the first recorded case of catheter rupture at the facility. During the initial implantation, access was obtained at the foot level, as no other venous sites were available. The catheter was advanced through the cannula needle provided in the kit, beyond the knee joint, until further progression was no longer possible. The operator used a non-toothed anatomical forceps to facilitate the advancement of the device. Antisepsis was performed using sterile gauzes soaked in 2% chlorhexidine, while the dressing was applied using grip-lok and iv3000 transparent dressing, with scheduled replacement after one week or as needed. The therapeutic plan included intermittent antibiotic administration via pump, parenteral nutrition, and continuous infusion of saline solution to maintain catheter patency. The maximum infusion rate reached was 14 ml/h. The staff hypothesize that the passage of the catheter through the knee joint, combined with the patient's limb flexion movements, may have caused abnormal pressure on the device, leading to pressure alarms and, over time, catheter rupture. The coordinator reports that they currently have 11 premicath units remaining in stock. The users reported having used 10 ml syringes.